Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-05652.it was reported the patient experienced a fall and patient's leads had high impedance. Surgical intervention was undertaken on (B)(6) 2022 during which the doctor noticed the lead looked fractured at the ipg site. The doctor tried to implant new lead but was unable to due to patient¿s anatomy. All implants were removed, and the incisions closed. Surgical intervention may be undertaken later to place a paddle lead.

Event description:
Related manufacturer report number MDR-2022-44074-01. Patient's ipg & lead were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.